Manufacturer narrative:
(B)(4). Field service specialist visited the account. Prior to fse's arrival, customer reported seeing a ''fan error'' upon start-up. System checkout was performed. Found ac/dc switcher fan defective. Replaced ac/dc switcher as required. Fse on site observed ''galvos buzzing.'' Ordered replacement galvo assembly, and installed as required. Successfully completed 3 month preventive maintenance verifications. System meets abbott specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that patient presented with diffuse lamellar keratitis (dlk) grade 1 trace 24hrs post treatment in both eyes. Surgeon gave treatment with maxidex in right eye every 2 hours and every 4-6 hours. Best corrected visual acuity (bcva) in both eyes is 20/20.